Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The specific material could not be identified and the cause of foreign material remaining in the device could not be specified. There was no damage to the area where the material was detected and there were no reported deviations from the instructions for use (IFU). The event can be detected by following the instructions for use (IFU) which state: "preparation and inspection - inspection of the endoscopic system - inspection of the auxiliary water feeding function." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had foreign material coming out of the channel. The issue was found during an unknown procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed but occurrence is likely. The device evaluation found there was a gap at the up/down knob due to wear of the angle wire, and there was a gap at the adhesive part of the bending section rubber. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer.

Event description:
The issue was found during an unknown diagnostic procedure.